Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Method code corrected.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that the ipg was unable to communicate with external devices. The patient had not recharged the ipg as recommended. Surgical intervention may be pending to address the issue.